Event description:
It is reported that there was an adverse event; we have at this time no further information than that.

Event description:
It was reported by the sales rep that the customer stated that there was an adverse event with the patient when the fms duo was overfilling the fill chamber. A male patient was undergoing an arthroscopic shoulder repair, the fill chamber overfilled and suction stopped working. As a result of this the patient's shoulder and arm became swollen and stiff; at this point in time the surgeon went open, which relieved the pressure and proceeded to conclude the repair successfully without further issue, delay or harm to the patient. This was an outpatient procedure; the patient's procedure started at 11:am and he was released at 3:23 pm. (This event statement is a result of the original report and a follow-up phone conversation between this author and the facility's risk manager - (B)(6) 2012).

Manufacturer narrative:
The complaint device was received and evaluated. Upon receipt, the device was given a through visual and functional examination. The 1st faze of the examination was visual. This visual is done as a matter of course to discern if the device has any obvious physical damage, something that may or could have been a factor in contributing to the reported event. It is noted that outside of some minor scratches to the chassis, the device was received in good physical condition. The 2nd portion of the examination was the functional testing. This portion of the exam is performed to assess the device¿s operational status. The performance and functional testing revealed that the device had a performance/component anomaly that may or may not have been contributory to the adverse event; we cannot tell; technique may also have played a role in the event. Outside of these considerations, we cannot discern a root or underlying cause for the reported adverse event. At this point in time, no corrective or further action is warranted, however, this file will remain receptive to any potential future information received that is relative and germane to this issue. Also, mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field.

Manufacturer narrative:
The complaint device was received and evaluated. Upon receipt, the device was given a through visual and functional examination. The 1st faze of the examination was visual. This visual is done as a matter of course to discern if the device has any obvious physical damage, something that may or could have been a factor in contributing to the reported event. It is noted that outside of some minor scratches to the chassis, the device was received in good physical condition. The 2nd portion of the examination was the functional testing. This portion of the exam is performed to assess the device's operational status. The performance and functional testing revealed that the device had a performance/component anomaly that may or may not have been contributory to the adverse event; we cannot tell; technique may also have played a role in the event. Outside of these considerations, we cannot discern a root or underlying cause for the reported adverse event. At this point in time, no corrective or further action is warranted, however, this file will remain receptive to any potential future information received that is relative and germane to this issue. Also, mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field.

Manufacturer narrative:
Mitek is at this point in time in the information gathering mode. When all that can be had, is had and thoroughly investigated and evaluated, those results will be the subject matter in a follow-up report.